Event description:
It was reported the pt's charger will not communicate with her ipg. The pt stated she has not charge her ipg in a least two months due to problems with her system, which are undetermined at this time. The pt also stated she has spoken with her physician regarding having her scs system removed. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.